Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stating that the sling is terribly slouched and showing wear to the chair.